Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. A photo was provided. The opened lens case was held in an ungloved hand. The multipiece lens was visible in the base component of the lens case. One haptic appeared to be broken. Viscoelastic appeared to be present on the lens. A physical sample would be necessary for additional confirmation. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge and viscoelastic. The lens model is only qualified for use in the company (a) and (b) cartridges. A handpiece was provided that is qualified for use with this lens, with the use of qualified lens/cartridge combinations. Based on our observation of the attached photo, the haptic is broken and clinical solution appears to be present on the lens. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/viscoelastic combination. The lens model is only qualified for use in the company (a) and (b) cartridges. Company foldable intraocular lens (iol) is qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during loading the lens with injector, one of the haptic was torn, procedure was completed on the same day and there was no impact to the patient. Additional information was requested, but no further information is available.